Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to protruded loose drive support disk. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube lip and missing the end cap sticker.

Event description:
It was reported that the insulin pump alarmed during prime and the drive support cap is broken. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.